Manufacturer narrative:
(B)(4). One unit of a cath lab sheath set, comprising a super arrow-flex sheath and dilator, was returned to teleflex for evaluation. Blood particulates were observed on the unit. During functional testing, the dilator was advanced through the lumen of the sheath, and minor resistance was noted at the distal section of the hub. The hub valve cap was then disassembled to expose the internal hemostasis body. Polymer delamination was observed, with the coil exposed. An irregular inner wall surface finish was also noted. Additionally, the dilator tip was observed to be damaged due to the interaction against the exposed coil. The dilator was advanced through the lumen of the sheath, and minor resistance was noted at the distal section of the hub. A device history record review was performed and no relevant findings were identified. Based on the returned product evaluation, the most likely root cause of the issue is manufacturing/process deficiency. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor for similar issues and trends.

Event description:
It was reported that during the procedure, the operating physician observed that the dilator could not be flushed and exhibited stiffness when advancing into the vessel. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond removal of the affected device and replacement with another device to complete the procedure. Good faith efforts were made to obtain additional information regarding the reported device issue. A total of three attempts were made to contact the user facility; however, no response or additional information was received.